Manufacturer narrative:
Supplemental report was created as new information was received and added to b5 describe event or problem, it was reported that 2 percutaneous leads that had moved and this device was explanted at the surgeon's discretion. Product family: scs-ipg-pc. Upn: m365sc11400. Model: sc-1140. Serial: (B)(6). Batch: 203819. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7101783. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7101766.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to patient had two percutaneous leads that migrated. A coverage paddle was implanted to replace the leads and this implantable pulse generator (ipg) was electively removed during the procedure. The patient is doing well post operatively and the location of device is unknown.

Manufacturer narrative:
Product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 203819. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7101783. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7101766.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.